Manufacturer narrative:
Results: the handle was undamaged. Conclusion: evaluation of the returned handle revealed a fully functional device. The handle was tested using a handle test fixture multiple times and performed within specification each time with a single actuation of the device. The root cause of the difficulty detaching during the procedure could not be determined. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2019-00721. 2. 3005168196-2019-00722. 3. 3005168196-2019-00723. 4. 3005168196-2019-00724. 5. 3005168196-2019-00725.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00721; 3005168196-2019-00722; 3005168196-2019-00723; 3005168196-2019-00724; 3005168196-2019-00725.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery (va) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using the handle. It was reported that the handle was depressed several times before the smart coil detached into the vessel. The same issue occurred again with four additional smart coils. The procedure was completed successfully using additional smart coils and the same handle. There was no report of an adverse effect to the patient.